Event description:
It was reported that battery depletion occurred (2.85 v) while the device was still in the box. The device subsequently tested out of specification during manufacturer's analysis. The device condition was identified prior to any patient involvement.